Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was inserted into the sim vivo fixture with connector key. The sensor was activated with a known good reader and smu(source measurement unit) test was performed and signal and sound icons were observed as activated. Waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received with the blc (bluetooth low energy life counter) count and rssi (received signal strength indicator) are present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was able to self-treat with orange juice. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was able to self-treat with orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.